Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. B4 ; b5; g7 ; h2 ; h3 & h10 were updated. The review of the device history records was impossible because of the lack of information provided . Several attempts were made to collect additional information on this case. No sufficient information provided by the surgeon. The investigation found no evidence to indicate device issue. Based on the available information , the root cause remain undetermined . If additional information were provided , that allow to draw a conclusion for this case another report will be sent .

Event description:
Roi-c : anchoring plates breakage 6-8 months post -op. It was reported that dr. Schrot has recently had a few post-op plate breakages with roi-c. . He has had two incidents of post-op plate breakage, both at approximatively 6-8 months post-op. ( another report was sent for the second patient). Both incidents have occured with ti-coated implants. No patient issues or symptoms were reported. He used appropriate plate length with corresponding cage height. This case is about the three level cervical implantation , all three cages present breakage in one of their anchoring plate.

Manufacturer narrative:
Device still implanted.

Event description:
Roi-c : break of anchoring post-op. No patient issue or symptoms. Already 3 requests for additional information without answer for the moment.